Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for high rate non sustained tachycardia episodes and sensing integrity counter (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.